Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was around 600 mg/dl and went down to blood glucose was 30 mg/dl. Customer reported that they received insulin flow blocked alarm. Customer reported a past event. Customer reported that alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (infusion set and reservoir). Customer had bent cannula. Customer declined low blood glucose and high blood glucose troubleshoot. Customer blood glucose was 300 mg/dl earlier today. The insulin pump will not be returned for analysis.